Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse reaction ("reactions against nickel"), menstruation irregular ("irregular menstrual bleeding"), swelling ("swelling "), dyspareunia ("pain during intercourse "), libido decreased ("reduced libido") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, adverse reaction, menstruation irregular, swelling, dyspareunia and myalgia outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter considered dyspareunia, libido decreased, menstruation irregular, myalgia, pelvic pain and swelling to be related to essure. The reporter commented: lawsuit was started by tens of women. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 12540 cases. Adverse reaction. The analysis in the global safety database revealed 18 cases. Menstruation irregular. The analysis in the global safety database revealed 55 cases. Swelling. The analysis in the global safety database revealed 48 cases. Dyspareunia. The analysis in the global safety database revealed 172 cases. Libido decreased. The analysis in the global safety database revealed 7 cases. Myalgia. The analysis in the global safety database revealed 52 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by an other and describes the occurrence of pelvic pain ("chronic pain") in an unspecified number of patients who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("reactions against nickel"), menstruation irregular ("irregular menstrual bleeding"), swelling ("swelling "), dyspareunia ("pain during intercourse "), libido decreased ("reduced libido ") and myalgia ("muscle pain"). The patients were treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, adverse event, menstruation irregular, swelling, dyspareunia and myalgia outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter considered dyspareunia, libido decreased, menstruation irregular, myalgia, pelvic pain and swelling to be related to essure. The reporter commented: lawsuit was started by tens of women. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 12264 cases. Adverse reaction. The analysis in the global safety database revealed 18 cases. Menstruation irregular. The analysis in the global safety database revealed 55 cases. Swelling. The analysis in the global safety database revealed 45 cases. Dyspareunia. The analysis in the global safety database revealed 169 cases. Libido decreased. The analysis in the global safety database revealed 7 cases. Myalgia. The analysis in the global safety database revealed 50 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 6-sep-2018: after an internal review, md similar incident listings added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by an other and describes the occurrence of pelvic pain ("chronic pain") in an unspecified number of patients who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), adverse event ("reactions against nickel"), menstruation irregular ("irregular menstrual bleeding"), swelling ("swelling "), dyspareunia ("pain during intercourse "), libido decreased ("reduced libido ") and myalgia ("muscle pain"). The patients were treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, adverse event, menstruation irregular, swelling, dyspareunia and myalgia outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter considered dyspareunia, libido decreased, menstruation irregular, myalgia, pelvic pain and swelling to be related to essure. The reporter commented: lawsuit was started by tens of women. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 12240 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.